Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test,basic occlusion test, occlusion test, prime, system sensor test and excessive no delivery test. No delivery alarm functioned properly. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with insulin but their blood glucose is not going down. Troubleshooting found that the high pressure test failed twice. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.